Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02429, 0001825034 - 2022 - 02431, 0001825034 - 2022 - 02432.

Event description:
It was reported that patient underwent a right hip revision approximately 12 years post implantation due to implant wear. The head and taper were exchanged for a poly insert without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code mechanical (g04) - stem. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues trunnion intact, femur well fixed, acetabulum well fixed. Explant components sent to path for wear to the joint. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.